Event description:
It was reported that the infusion center had noted that residual volumes were "off". The expected reservoir volume was 6 mls; 0 were aspirated on that date. On the following month, the expected was 12 mls; 3 mls were aspirated. Approx a month later, the expected reservoir volume was 9 mls; 4 mls were obtained. At the refill the same day, the morphine concentration was increased from 5 mg/ml to 5.5 mg/ml at a flex dose of 1.22 mg/day and fentanyl 6470 mcg/ml at a dose of 1716 mcg/day. The pt was noted to be lethargic over the following weekend; she had participated in activities including cooking during that time. The pt spoke with her husband at 11:45 a.m. Five days later and "sounded ok". Later that day, the family was unable to reach her. She was found at 5 p.m. Unconscious and in respiratory failure. The pt was admitted to the hospital that evening into the intensive care unit; was intubated and was on a ventilator. The pump was interrogated the next day; the expected reservoir volume was 18.3 mls and they aspirated 14 mls. The hcp lowered the daily rate, but was not convinced that the possible overdose symptoms were pump related. No alarms were noted. The pt was previously noted to be asymptomatic even with the residual discrepancies noted above. The pt underwent a CT scan which revealed evidence of 2 small strokes; dates unknown. The pt has a history of alcohol abuse; the pt's husband had found alcohol "in her hiding places" on monday. The pt had lost >70 pounds over the past 6 months possibly due to depression over the death of her youngest daughter. The device was explanted and replaced ten days later. Final pt's outcome was not reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.